Manufacturer narrative:
Section h6 (patient codes): correction. Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh (lactate dehydrogenase), driveline infection, and aortic insufficiency, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. The submitted log file contained data from 10sep2020 through 07oct2020. The log file captured a transient backup battery fault on 28sep2020 at 14:15:05. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with overall stable parameters. The account reported that the patient presented with an ldh (lactate dehydrogenase) increase from 487 on 24jul2020 to 762 on 07oct2020 with normal plasma free hemoglobin. The patient reportedly has a history of chronic ldh elevation since 2015 as well as a history of chronic driveline infection. The patient had an I&d (incision and drainage) for driveline infection while in florida. An echocardiogram also showed mild to moderate continuous ai (aortic insufficiency). The patient was treated with antibiotics and anticoagulants. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28may2009. The current heartmate ii lvas instructions for use (IFU) lists hemolysis and driveline and pump pocket infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr (international normalized ration) range as well as possible modifications in section 6, ¿patient care and management¿, under ¿anticoagulation¿. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a lactic dehydrogenase (ldh) increase from 487 on (B)(6) 2020 to 762 on (B)(6) 2020. The patient had a normal plasma free hemoglobin (pfh). There were no power spikes seen on stored history. The log file captured a transient backup battery fault on (B)(6) 2020 at 14:15 that resolved on its own. No other unusual events were noted in the log and pump power and pi were stable throughout the log file. Did note that the patient is sleeping on battery power which is not a recommended practice. This patient has a chronic history of ldh elevation since 2015, ldh in the range of 339 to 520 , he has history of chronic driveline infection as well. Plasma free hemoglobin sent was within normal limits; echo with mild to moderate continuous ai (aortic insufficiency). The plan for patient is to continue chronic antibiotic for suppression ; continue warfarin anticoagulation. Patient is in (B)(6) where they have a home and had another I and d (incision and drainage) there for dl infection. Dt vad (long-term destination therapy ventricular assist device) due to age.